Event description:
It was reported the patient was no longer receiving stimulation and the charge is unable to communicate with or charge her ipg. A replacement charging system was unable to resolve the issue. The patient indicated her ipg seems to move in the pocket. Surgical intervention will be taken at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.